Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the first band could not be deployed, so the first band was taken out and deployed it by hand. When the second band was attempted to be deployed, the second band still could not be deployed. The ligator was removed and all of the bands were deployed outside the patient. The device was replaced with a new one and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached. The ligator housing teeth and the suture hole were in good condition. The handle was not returned. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned device did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the first band could not be deployed, so the first band was taken out and deployed it by hand. When the second band was attempted to be deployed, the second band still could not be deployed. The ligator was removed and all of the bands were deployed outside the patient. The device was replaced with a new one and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.